Event description:
Account states wound drain placed in 1999, following a choledochojejunostomy, during this procedure jp drain was placed. Pt discharged ten days later. Six days later, pt presented in the ER with complaint of abdominal pain and possible wound infection. While in the hosp the intern attempted to remove the wound drain and it broke off in the abdomen. Pt had to be taken back to surgery for removal.